Event description:
Allegedly, per iordache sd, daneman n, axelrod ts. 18. Hand (n y). 2009 jun;4(2):129-33. Epub 2008 oct 9. "Mycobacterium chelonae infection following silicone arthroplasty of the metacarpophalangeal joints: a case report." (B)(4). Upper limb surgery, (B)(6). "We present a case of infection caused by an uncommon pathogen, mycobacterium chelonae, in a patient that underwent swanson silicone arthroplasty of the metacarpophalangeal joints for rheumatoid arthritis. This is the first report of an infection caused by nontuberculous mycobacteria in flexible silicone implants in the hand. The patient was successfully treated with implant removal, debridement, and antimicrobials tailored to the results of in vitro susceptibility testing."

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed; however, the product was not returned. (B)(4).